Manufacturer narrative:
(B)(4) age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that stent foreshortening occurred. Vascular access was obtained via the anterograde approach and a 6fr non-bsc introducer sheath was inserted. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified right superficial femoral artery (rsfa). A non-bsc guide wire was used to cross the lesion and a 6.0x100 sterling balloon catheter was used for predilation. The indentation was resolved and it was then confirmed via ivus that the lesion length was about 13cm. A 7 x 150 x 75 innova stent was selected to treat the lesion. The middle sheath was not touched and the device was advanced. The stent was then deployed with some tension however, it was noted that the stent became shortened gradually and ended up in a 3-4 cm length. A balloon catheter was then advanced and dilated the part of the lesion which was not covered by the stent and the procedure was completed. No further patient complications were reported and the patient's status was good.